Event description:
It was reported that the 7600 system would not boot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified a blown 10a column lift fuse. Replaced the fuse. The system was tested and found to be working as intended and placed back into service.